Manufacturer narrative:
Exact date unknown, event occurred on the first week of (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5099637.

Event description:
It was reported that the patients leads had migrated significantly which was confirmed through imaging. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well post-operatively and explanted leads will not be returned.